Event description:
It was reported that the patient came to operating room with description of a hip that squeaked. Surgeon noticed in gait analysis at his office prior to surgical intervention. Surgeon replaced coc bearing with poly and metal articulation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding squeaking involving a trident alumina insert was reported. The event was confirmed. Device evaluation not performed as no device was returned. A review of the provided medical records by a clinical consultant indicated I am unable to accurately determine the angle of the right acetabular component without an ap view of the pelvis, but there is a suspicion that the acetabular component is in a slightly vertical position. There has been a reported increased incidence of squeaking in ceramic-ceramic total hip arthroplasties in which the acetabular component was placed in a more vertical position than optimal. This may be relevant in this case. Device history review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because a lack of information. While the provided x-rays suggest that the acetabular component may have been malpositioned, an ap view of the components is needed to accurately assess. Shell malpositioning may have contributed to the squeaking. Further information such as this additional x-ray and the reported devices are needed to complete the investigation for determining the root cause.

Event description:
It was reported that the patient came to operating room with description of a hip that squeaked. Surgeon noticed in gait analysis at his office prior to surgical intervention. Surgeon replaced coc bearing with poly and metal articulation.